Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 10:00 am, the patient began experiencing symptoms of nausea, vomiting, and lightheadedness while at home. The cgm readings were fluctuating significantly, showing inconsistent trends with values alternating between low and high. The patient was unable to provide specific cgm readings and did not perform any treatment for the estimated glucose value (egv) or conduct a fingerstick test for comparison. The patient continued vomiting throughout the day and requested her daughter to take her to the hospital. Upon arrival, a blood glucose fingerstick (bgfs) test was performed, revealing a value of 1,095 mg/dl. The patient could not recall the cgm reading at that time or whether the device had been removed. The patient was treated with intravenous fluids and potassium and admitted to the intensive care unit (ICU) for observation for four days, followed by an additional day in a general care room. She was discharged on (B)(6) 2025, still feeling weak due to the hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.